Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the patient had missed a pump refill on (B)(6) 2014 because he was non-compliant. The patient was being brought in on (B)(6) 2014 to have the pump refilled. The patient had been admitted to the local hospital due to foot ulcers and multiple co-morbidities but then had experienced symptoms of withdrawal including sweats. The patient was a paraplegic, a diabetic, and had a history of a spinal cord injury. On (B)(6) 2014 the healthcare provider (hcp) reported that the patient had been hospitalized two weeks prior. The patient was still an inpatient, and had initially been admitted for (B)(6) in his heal and a uti (urinary tract infection). The reason that the patient missed his refill appointment was because he had been admitted to the hospital. While in the hospital, the patient began to experience withdrawal, so the patient was started on oral baclofen. The patient also experienced spasms. During the refill appointment on (B)(6) 2014, the healthcare provider indicated that the expected volume was 0.7 ml and the actual reservoir volume was less than .1 ml, she did get some ¿drops¿. The patient¿s health issues of diabetes, (B)(6) and uti were not related to the infusion therapy. The patient was non-compliant and had cancelled the appointment. The patient was to be placed in a nursing home to improve compliance and follow up. No troubleshooting had been performed. The patient¿s pump was refilled without incidence. The patient recovered without permanent impairment. The pump was used to deliver lioresal